Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Reverse shoulder arthroplasty procedure. Doctor was seating glenosphere onto baseplate with glenosphere holder/impactor, once impacted dither doctor toggled to ensure glenosphere was seated and glenosphere holder/impactor tip broke off. Glenosphere was seated properly, no replacements or alterations required.

Event description:
Reverse shoulder arthroplasty procedure. Doctor was seating glenosphere onto baseplate with glenosphere holder/impactor, once impacted dither doctor toggled to ensure glenosphere was seated and glenosphere holder/impactor tip broke off. Glenosphere was seated properly, no replacements or alterations required.

Manufacturer narrative:
The reported event that glenosphere holder/ impa ctor was alleged of 'instruments - broken, deformed, worn or scratched' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Since the product was not returned, nothing can be confirmed for certain, however based on device history review, an external overload is the most probable cause of the fracture. An nc and a CAPA have been opened in order to address similar cases, and explain more in detail to the user how to avoid the device's fracture at the tip. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.